Manufacturer narrative:
An event regarding a size/fit issue involving a triathlon trial was reported. The event was not confirmed. Method & results: -device evaluation and results: visual, dimensional and functional inspections were not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided for review. In addition, it is believed patient factors did not contribute to the reported event. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusion: the event could not be confirmed as the device was not returned and a functional could not be performed. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tka surgery, the surgeon cut the femur of the patient using mis cutting block #3. After that the trial #3 would not fit to the cut femur. The surgeon implanted the femoral component #3 with cement and finished the surgery. There was no surgical delay. The person in charge of (B)(6) knee marketing and the company representative compared the cutting block with the drawing, but its dimensions were correct. After the cutting with the cutting block #3, the trial #3 was not fit to the cut femur. There was no surgical delay.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During tka surgery, the surgeon cut the femur of the patient using mis cutting block #3. After that the trial #3 would not fit to the cut femur. The surgeon implanted the femoral component #3 with cement and finished the surgery. There was no surgical delay. The person in charge of (B)(6) knee marketing and the company representative compared the cutting block with the drawing, but its dimensions were correct. After the cutting with the cutting block #3, the trial #3 was not fit to the cut femur. There was no surgical delay.